Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. Device manufacture date: unknown. It was reported by the customer the saline flushes are not working correctly. As a sample was unavailable for return, a thorough sample investigation could not be completed. It could be possible the customer had product on the higher end of specification inducing more force than normal required to expel the solution. As the lot provided is 'unknown,' a device history record review could not be completed. Previous investigations have revealed that improper silicone application within the syringe barrel can create plunger resistance. Several quality initiatives have been implemented on our manufacturing line to ensure that the silicone application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the silicone is uniformly applied to the syringe barrel. Based on the investigation and with no sample analysis the symptom reported by the customer could not be confirmed.

Event description:
It was reported that a syringe 10ml reg pr saline 10ml fill had difficult plunger movement during use. The following was reported by the initial reporter: ¿we have had reports of the saline flushes (10ml) not working correctly. It flushes ok to about 5-6 ml point and then quits. You have to apply extreme pressure to make it flush further. Please let us know if you experience these issues and save us the syringes so that we will have lot numbers.¿